Manufacturer narrative:
(B)(4). D10: cat# 00-8775-036-03 lot# 3254007 biolox delta hd 12/14 36x+3.5 cat# 110010243 lot# 67442615 g7 osseoti 3 hole shell 50mm d g2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately six weeks post-implantation due to infection. All femoral and acetabular components were revised. Attempts have been made and no further information has been provided.